Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: 30-apr-2022 / serial #: (B)(6) / d9: no / h3: no / h4: mfg date: 14-apr-2021 / h5: no / d1: heartware ventricular assist system ¿ controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: 31-oct-2024 / serial #: (B)(6) / d9: no / h3: no / h4: mfg date: 27-oct-2023 / h5: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited a controller fault alarm attributed to a depleted internal battery. The controller was exchanged to a new controller; however, the ventricular assist device (vad) did not restart. The initial controller was connected and the vad restarted. A second new controller was used to replace the controller with the controller fault alarm and the vad restarted successfully. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the initial controller exhibited additional controller fault alarm due to depleted internal battery.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation as the vad remains in use. Two (2) controllers (B)(6) were returned for evaluation. A review of the devices' history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure of analysis of (B)(6) revealed that the device passed visual inspection and functional testing. The controller was able to power on and start a motor fixture. Internal inspection revealed no anomalies. Visual inspection of (B)(6) revealed contamination within both power ports. The observed contamination is an additional finding, not related to the reported event, likely due to handling of the device. During the functional testing, the no power alarm only sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller performed as intended. Log file analysis revealed that (B)(6) was the primary controller in use during the reported event. Log file analysis associated with (B)(6) revealed two (2) controller fault alarms logged on (B)(6) 2024 at 19:34:18 and 22:27:14, indicating an issue with the internal battery. Following the first controller fault alarm, two (2) vad disconnect alarms were logged at 21:52:29 and 21:53:35. The first vad disconnect alarm indicated a physical disconnection of the driveline from the controller and corresponds with a simultaneous pump stop event. The second vad disconnect alarm indicated that the controller was powered on without the driveline connected. The vad disconnect alarm was cleared at 21:53:50, indicating that the driveline was connected in preparation to start the pump. Further review of the log files revealed a controller power up event, and associated pump start, logged on (B)(6) 2024 at 21:53:27, likely during troubleshooting. The controller was without power for forty-five (45) seconds. This was followed by one (1) additional vad disconnect alarm logged at 22:49:25, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. Log files also revealed that the controller had been in use for more than two (2) years. Log file analysis associated with (B)(6) revealed that (B)(6) was a backup controller, initially in use during the reported event. Log file analysis revealed eleven (11) controller power up events logged since (B)(6) 2024 at 20:58:56. Review of the event log file revealed that prior to the first controller power up event, the controller last had power on (B)(6) 2023 at 13:31:35. Additionally, various parameters, including time and alarm thresholds were programmed following the first the controller power up event, indicating that the power up event occurred during the initial programming of the controller and/or a controller exchange. Of note, no motor start events were logged and the controller was not programmed with the patient ID or pump ID. Review of the alarm file revealed four (4) vad disconnect alarm logged on (B)(6) 2024 at 21:00:51, 21:43:18 and on (B)(6) 2024 at 21:43:03 and 21:46:53, indicating the controller was powered up without the driveline connected. Further review of the alarm log file revealed that the first vad disconnect alarm was cleared at 18:21:02, indicating that the dvsa (disable "vad stop" alarm) method was enabled with the pump disconn ected, likely following the controller power up events. Of note, there were no data points logged. Since the controller will log a data point approximately 40 seconds after a power up event, the controller was not on for a sufficient amount of time to log a data p oint between attempts. As a result, the controller fault alarm event was confirmed. The reported failure to restart event could not be confirmed since there was no evidence of the pump driveline being connected to the backup controller. Of note, if a controller is programmed by the dvsa (disable "vad stop" alarm) method, the start vad button must be pressed on the monitor or power sources must be disconnected from the controller then reconnected to enable autorun for the pump to start. Otherwise, the pump will not start and will remain in a disabled mode. Information received from the site indicated that the controller was powered down after programming; however, log files indicate that the dvsa was enabled following controller power up events. Therefore, the use of the dvsa method likely corresponds with the reported failure to restart event. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA (B)(4) investigated internal battery issues with controller 2.0.the most likely root cause of the observed controller power up event can be attributed to troubleshooting during the controller exchange, as described in the event details. Additional products: d1: heartware ventricular assist system - controller d4: serial#: (B)(6) d9: yes, return date: 23-dec-2024 h3: yes additional products: d1: heartware ventricular assist system - controller d4: serial#: (B)(6) d9: yes, return date: 23-dec-2024 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.